Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2020-02017. It was reported that the patient's leads had migrated. Surgical intervention took place on (B)(6) 2020 where both existing leads were repositioned and secured. Effective therapy was established post-op.